Event description:
The account alleged the side rail was not latching. No injury reported.

Manufacturer narrative:
The technician found that the side rail latch spring was rusted. The technician replaced the side rail latch spring and latch to resolve the issue.